Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the noise was reproducible on the right atrial (ra) lead. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.